Event description:
It was reported that five minutes into an arthroscopic procedure using a coblator ii surgery system, the surgeon (B)(6) noted an odd smell being emitted from the controller. The smell was referred to as "metallike or electrically." There was also a high pitched audible sound emitted from the controller. The procedure was completed using this unit. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received.